Event description:
It was reported that the insulin pump alarmed no delivery, possibly due to an occlusion. The blood glucose reading was 229 mg/dl. The customer stated that he had to change his infusion set because it fell out after he went into a pool. He changed the set and received the alarm, and when he tried the second time, the reservoir would not go with the plunger. The alarm was resolved by a complete set change. Troubleshoot was not possible due to this having been a past event. The customer returned the infusion set for analysis but declined returning the reservoir for analysis. Unable to determine the cause of the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.